Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient an out of range signal on (B)(6) 2014. At the time of contact, the clinic representative did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not provided for investigation, however, the sensor that was used in conjunction with the transmitter was returned. A follow-up report will be submitted upon completion of the sensor investigation.

Manufacturer narrative:
(B)(4). The complaint transmitter device was not returned to dexcom for evaluation. The sensor being used with the transmitter was returned for evaluation; however, because the sensor is unrelated to the customer complaint, an investigation was unable to be performed. The complaint of an out of range signal was not confirmed. A root cause could not be determined.